Event description:
It was reported that during a donor nephrectomy procedure, the device was fired across a small ruptured vessel. During the firing, the clips jammed in the jaws of the device. This disenabled the use of the device. Consecutive clips were then malformed or unable to access the jaws during the loading process prior to firing. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.